Event description:
A report was received that the pt underwent a pocket revision. The ipg had moved and the pt was experiencing charging difficulties. The pt is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.